Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component code), h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the screen found that when turning on the cs100 the screen flickers continuously. The fse checked the board and signal cables connected to the monitor. The fse cleaned the connectors of the signal cables and the cables connected to the video receiver board. After cleaning the connectors connected to the video receiver board, the flickering screen disappeared and the screen returned to normal. The fse recommended that the pcb, video receiver and cable, video receiver to lcd must be replaced in the future. Safety and function tests were conducted and the device was returned to normal use.

Event description:
N/a.

Event description:
It was reported by customer that during routine check the screen of cs100 intra aortic balloon (iabp) was blinking. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). Event site city - (B)(6). A supplemental report will be submitted upon completion of our investigation.